Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/09/2015 with the following findings: the pump's black box showed that there was a low battery warning due to discharged replacement battery uses. No evidence of short battery life was observed. The ¿ez-prime¿ steps were performed correctly. The pump's currents draws were within specifications. A short batter life issue could not be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the battery life was less than expected. Troubleshooting confirmed low battery warnings in the pump history. The reporter noted that the issue persisted with multiple different batteries. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.